Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-10299. It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced to dilate a lesion. However, during inflation, the balloon ruptured. Subsequently, a 2.25 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, while the device was advanced, the stent got mangled and the stent struts were flared. The procedure was completed using a different device. No patient complications were reported.